Event description:
It was reported that during a total knee procedure, an ortholock pin broke during drilling into the femur for ortholock/tracker fixation. It was also reported that the pin package indicated the pins were not for femoral used. An alternate pin was readily available, and it was used to complete the procedure with navigation without incident; no clinical significance was attributed to the 10 minute delay reported. The 1/2cm broken piece pin remains implanted in the pt's femur. The pin will not be returned for eval.

Manufacturer narrative:
It is not possible to determine the cause of the event without an eval of the device. Additional info will be submitted when the device is received for eval.